Manufacturer narrative:
H4: the lot was manufactured from february 10, 2020 - february 11, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed evidence of a ruptured bladder (drops identified in housing). The reported condition was verified. The cause of the condition was not determined; however, the probable cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of a small volume intermate ruptured prior to patient use. The device was filled with sodium chloride (nacl). There was no patient involvement. No additional information is available.